Manufacturer narrative:
The t:slim x2 g6 pump user guide states "alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 400-450 mg/dl. Reportedly, customer did not perform a cartridge change when a low insulin alert was received and the pump ran out of insulin. The customer acknowledged that the elevated bg was a result of user error. The customer went to the emergency room and was subsequently hospitalized. Customer was vomiting upon arrival. Bg was treated with intravenous insulin drip. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.